Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable results for one patient sample for multiple assays. Of the data provided, only the gluc3 glucose hk and ise indirect gen.2 sodium results were discrepant. The erroneous results were reported outside of the laboratory. The nurse in the ER nurse questioned the initial low glucose result as testing was performed on the patient in the ambulance on the way to the ER and the result was much higher, at approximately 116-119 mg/dl. Refer to the attachment to the medwatch for all patient data. The patient was not adversely affected. The reagent lot number was 23629001 with an expiration date of 31-jul-2018. The field service representative found the cell detergent tubing was pinched between the rinse head and base. He performed corrective maintenance and verified the instrument operation. The customer ran calibration and qc with results within guidelines and without further issues.